Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket erosion and infection from the pacemaker. Vegetation was noted. There was no endocarditis. The patient pacemaker was explanted. The patient condition was stable.

Manufacturer narrative:
Correction - g2 source - foreign should be checked